Manufacturer narrative:
Device evaluation: the report of pump thrombosis was confirmed. Upon disassembly of the returned pump, a large thrombus formation was found surrounding the inlet bearing ball/rotor inlet section and obstructing approximately 75-85% of the blood flow path. A small thrombus ring was also found surrounding the inlet bearing cup, which was likely a part of the larger thrombus formation surrounding the inlet bearing ball/rotor inlet section prior to the disassembly process. Both thrombus formations revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that they had developed in this location over an undetermined period of time while the pump was operating. In addition, a large thrombus formation was found occluding the majority of the blood flow path through the outlet stator. The thrombus lacked evidence of laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The area of denaturation on the thrombus as well as the contact marks on the outlet bearing cup indicate that the thrombus was present while the pump was operating. Although the evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration for which they were present in the pump, the thrombus formations were obstructing large portions of the blood flow path and could have contributed to the report of low flows through the inflow and outflow cannulae. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The instructions for use lists hemolysis and thrombus as potential adverse events associated with use of the heartmate ii lvas. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 22 days. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6) institute. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that an echocardiogram on (B)(6) 2016 showed decreased speed at the inflow and outflow cannulae, as well as significant improvement of left ventricular ejection fraction. It was reported that the patient was without any signs of hemolysis, and lvad pump power as expected. On an unspecified later date, labs confirmed hemolysis and the patient suffered symptoms of heart failure. On (B)(6) 2016, the patient was returned to the operating room for surgical re-exploration. The lvad system was explanted and central extracorporeal membrane oxygenation (ECMO) was initiated. It was reported that after explant there was a clearly visible object formation behind the lvad inlet stator area. The patient was reportedly stable, doing well, and recovering after the procedure. On an unspecified later date, the patient suffered from pneumonia, and ultimately expired due to septic shock and multi-system organ failure on (B)(6) 2016. The lvad was no longer in use on the patient at the time of pneumonia or death. No additional information was provided.